Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she did not receive a warning when the battery or reservoir were low. She was unable to upload the insulin pump at her doctor's office because of the battery status. The insulin pump's display went blank when she tried to upload the insulin pump at her doctor's office during a normal appointment. The insulin pump started operating again after a new battery was inserted. The insulin pump alarmed bad battery. Customer's blood glucose level was not reported. The device was not returned.